Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors on the image intensifier were reseated. The system was then found to be operating as intended.

Event description:
The customer reported a loss of the live image in the middle of a case. A system reboot was required to regain functionality. There is no report of pt injury associated with this event.